Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the outer tube is damaged and therefore the leakage current is inadequate, and the r-unit is broken and therefore the image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited the fibred bonding in the outer tube area (distal end) is damaged, the outer tube is damaged and therefore the leakage current is inadequate, and the r-unit (charge coupled device) is broken and therefore the image is not displayed. There was no patient involvement.